Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, when the safety of the gun was pressed to activate the staple reload, the device was unable to squeeze. They replace a new device to complete the case. There was no patient injury.